Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of 412mg/dl with abdominal pain and small ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, the reporter noted that the basal delivery totals in the total daily dose history did not match the active basal program and no cause for the discrepancy could be identified. All other settings and histories were found to be correct. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a basal discrepancy.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: a review of the pump history indicated that the last basal and bolus deliveries occurred on (B)(6) 2016. On (B)(6) 2016, deliveries were interrupted from 20:42 to 20:51 due to a routine cartridge change. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 2.0 unit per hour basal rate and at the end of testing, the basal history correctly showed 2.0 units per hour and the total daily dose history showed 48.0 units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurred during investigation. The complaint could not be confirmed or duplicated.